Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a peripheral rotablator plus device. The burr catheter was received attached to the advancer unit along with the rotawire in the device. The rotawire was removed with little restriction due to wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically exanimated. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. As the rotawire that was used during the procedure was kinked; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the burr stuck with the wire. The target lesion was located in the left anterior tibial artery. A 1.75mm peripheral rotalink plus was used together with a rotawire. During procedure, it was noted that the burr was stuck with the wire. The procedure was completed with a new 1.75mm burr and wire. No patient complications were reported.

Event description:
It was reported that the burr stuck with the wire. The target lesion was located in the left anterior tibial artery. A 1.75mm peripheral rotalink plus was used together with a rotawire. During procedure, it was noted that the burr was stuck with the wire. The procedure was completed with a new 1.75mm burr and wire. No patient complications were reported.